Manufacturer narrative:
(B)(4). Evaluation summary: analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. There was one anterior cuff tab separated (not returned). Cuff tabs measure one on-hundredth (0.01) of an inch square and due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced in describe event or problem is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide devices via a 7f sheath after an aortoiliofemoral (aif) interventional procedure. Reportedly, a cuff miss occurred with the first proglide device. An attempt was made with a second proglide device, but it was noted that a cuff miss had occurred. The foot of the second proglide device was retracted; however, the device was not able to be removed. The physician "yanked" on the device to get it out of the patient anatomy. After removal of the proglide, it was noted that the footplate of the proglide device had broke off. It was not known if the broken foot remained in the patient anatomy. As hemostasis was not achieved, a 6x40 balloon catheter was inserted through the right groin over to the left groin in an attempt to achieve tamponade (in case there was any internal bleeding); however, this was unsuccessful. Then an attempt was also made with an 8x40 balloon, yet was still unsuccessful. A femostop was used but there was no blood flow seen going to the superficial femoral artery (sfa) so the pressure (atm) of the femostop was lowered and some blood flow was seen. Additional imaging was taken after removing the femostop and there was blood flow. Manual arterial compression was applied to achieve hemostasis. It was confirmed that there was no additional internal or external bleeding. The portion of the foot that had broken off was not found. There was a clinically significant delay in the procedure as it took an additional hour due to the issue with the proglide device. There was no adverse patient sequela. No additional information was provided.